Event description:
It was reported that the right atrial (ra) lead trigger a warning for a polarity switch due to low impedance on the bipolar configuration. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407452, lead, implanted: (B)(6) 2004. (B)(4).